Event description:
Boston scientific received information that during the implant of this device and right ventricular (rv) lead, the shock impedance measurements were above 125 ohms. The pocket was reopened and the rv lead was disconnected and then reconnected to the device. The device was then placed back into the pocket. Testing was performed again and the shock impedance measurements were intermittently at 60 or above 125 ohms. The shock configuration was changed to distal coil to can and the shock impedance measurements were 123 to 124 ohms. The implant procedure was completed and shock impedance measurements were again taken with the values being intermittent when in dual coil configuration. Boston scientific technical services (ts) was contacted and discussed testing options with the physician. It was also noted by the ts consultant that the fluctuating measurements did not appear to be a connection issue based on the described steps taken with this patient but is possibly related to electromagnetic interference (emi) interference. No adverse patient effects were reported. The device and rv lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.